Event description:
It was reported that there was ventricular oversensing at implant attempt. The device was replaced because a header issue was suspected. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies found, grommet was damaged.